Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the hemopro's plastic jaw broke off inside the pt's leg. The broken jaw was retrieved from the original incision. A replacement device was used to complete the procedure. There was no pt complication reported by the hospital.